Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The initial crep2 result from the primary tube was 47 umol/l. This result was reported outside of the laboratory. The sample was repeated in a sample cup and the result was 120 umol/l. The result of 120 umol/l was believed to be correct. No adverse event occurred. The crep2 reagent lot number was 203138 with an expiration date of 08/31/2017. Based on a review of the reaction monitor, it appears no sample was pipetted for the low result of 47 umol/l. Based on a review of the alarm trace, no abnormal aspiration or sample short alarms were observed. A reagent issue can be excluded since the repeat was measured by the same reagent and calibration and quality controls were acceptable. A possible root cause may be related to foam or bubbles on the surface. The more likely root cause is contamination or blocking of the sample probe with micro clots, fibrin or gel. This contamination or blocking can coat the sample probe affecting the placement of the sample in the cuvette. This would explain no sample being available for the reaction.

Manufacturer narrative:
The fse visited the customer site for an additional similar issue. No erroneous results were reported outside of the laboratory for the additional similar issue. The fse identified water drops underneath the rinse nozzle unit that were dripping occasionally into the measuring cuvette and diluting the sample. The rinse nozzles were replaced. It appeared that the nozzles had become bent during customer maintenance. Following this service action, no further issues were reported. The investigation determined that the issue found by the fse was the root cause of the event.